Event description:
The article, "aortic pseudoaneurysm closure by combination of laa occluder and covered stent", was reviewed. The article presented a case study of a patient with marfan syndrome, a history of type a aortic dissection, and prior bentall procedure involving a composite graft and hemiarch replacement. It was reported that on an unknown date, a 16mm amplatzer amulet was chosen for and off-label implant to occlude a pseudoaneurysm (psa) originating from the distal anastomosis of the aortic graft. After implant of the amplatzer amulet, minor perfusion from the psa was noted. A decision was made to implant a 36mm/4.5cm non-abbott covered stent. Computed tomography (CT) control one-year post procedure demonstrated no residual psa flow. [The primary and corresponding author was luca oechslin, heart clinic zurich, hirslanden, witellikerstrasse 40, zurich 8032, switzerland, with corresponding email: luca.oechslin@hirslanden.ch].

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "aortic pseudoaneurysm closure by combination of laa occluder and covered stent." Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The device history record (DHR) and complaint history reviews were not performed because this complaint was based on an article review and no lot information was provided. Based on available information and due to the limited information available from the article, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "aortic pseudoaneurysm closure by combination of laa occluder and covered stent".